Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bariatric procedure, the device did not fire. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. The reload was loaded into a pmv handle (test unit #(B)(4)) and adapter (test unit #(B)(4)) and powered with a pmv battery (test unit #(B)(4)) for functional evaluation. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.